Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, administration of high voltage therapy, loss of capture, low sensing threshold, and variation in pacing impedance were noted on the right ventricular (rv) lead. Technical support was contacted but the loss of capture could not be confirmed. X-ray imaging was conducted which revealed rv lead dislodgement. The physician believes that the high voltage therapy delivered during the event was due to the lead dislodgement and was therefore inappropriate. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.